Manufacturer narrative:
The reported event of sensing noise and header anomaly were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during implant that the pacemaker exhibited oversensing due to noise on the atrial channel. The physician explanted the device and blood was noted inside the seal plug and lumen of the atrial channel in the header of the device. The physician elected to use a different device to complete the procedure. The patient condition was stable.